Event description:
Report rec'd of air-in-line distal to the air sensor with no pump alarm. It was reported that approx 1 1/2 weeks ago, the staff reported that there was air noted in the IV tubing between the pump and the pt. There was no pump alarm for air-in-line. The IV bag still had fluid in it, but there was air filling "at least 1/2 of the tubing past the air sensor". There was no air delivered to the pt. There was no adverse pt event. The customer contact reported that the tubing was disconnected from the pt and the line was cleared of all air. Therapy was then resumed with the same tubing and pump. No further problems occurred. The pump was not isolated and no serial number was recorded.